Event description:
It was reported that patient presented to the emergency department with episodes of dizziness and also encountered arrhythmia with heart block complication. Interrogation revealed implantable pacing lead exhibited episodes of non capture seen on electrocardiogram on monitors but not captured on printout. Device check was performed and could not provoke episodes of non capture and no other suggestions of lead failure revealed. Patient admitted for procedure and when patient was led on the table in the lab, non capture episodes noted again. The ipl was capped, remains in the patient, and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.